Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the "noise" event was not reproduced on the actual product but confirmed the "error code b30". As for the cause, it is speculated that the mechanical stress accumulated on the charged coupled device (ccd) electrical component and imaging cable due to repeated use stress and excessive bending and shock during handling may have caused damage, resulting in poor contact. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing.. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the deflectable videoscope had a noisy image. The issue occurred during preparation for use for a therapeutic procedure that was completed with a similar device without delay. There were no reports of patient harm. Related patient identifier: (B)(6).